Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled device change out procedure. While under fluoroscopy, the right ventricular lead exhibited externalized conductors. No electrical anomalies were noted but the physician elected to cap and replace the lead. The patient was in stable condition post surgery.